Manufacturer narrative:
The device was returned, and an inspection at the repair center confirmed the reported allegation. It was found the manifold was loose and detached which caused inaccurate air supply volume. The investigation is ongoing, and a supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The company representative reported, the air flow capacity value of the loaner high flow insufflation unit was inaccurate. There was no procedure and no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the loose manifold unit could not be determined. The manifold unit incorporates solenoid valves and flow rate sensors for opening and closing the conduit and controls pressure by measuring the flow rate of the main conduit and opening and closing the solenoid valve. Olympus will continue to monitor field performance for this device.